Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of atrial septal defect (atrial perforation) and pericardial effusion, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The atrial perforation and pericardial effusion appear to be related to patient morphology/pathology and/or user technique/procedural conditions; and unrelated to the device since there was no reported device issue/malfunction during the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The clip delivery system is filed under a separate medwatch report number.

Event description:
This is filed to report the pericardial effusion and tissue damage. It was reported that this was a mitraclip procedure to treat grade 3 degenerative mitral regurgitation (mr). There were challenges with visualization and the transseptal puncture (tsp). The tsp was performed and there was no effusion and no change to the hemodynamic status. One mitraclip was implanted reducing mr to grade 1. After the clip delivery system was removed, a small pericardial effusion was noted in the right atrium. Hemodynamics remained stable and the speed of the pericardial effusion was slow. After the steerable guide catheter (sgc) was removed from the anatomy, there was no damage noted on the sgc. The physician suspects that the sgc or the radiofrequency needle may have punctured the atrial wall or torn the septum due to the tsp that was more posterior than anticipated, causing the pericardial effusion. Protamine was administered. Pericardiocentesis was not performed. After the procedure, the patient had atrial fibrillation. The following day, the patient recovered from the effusion and mr was less than mild grade; however, the patient had difficulty moving the left leg. Manual muscle testing (mmt5) of limbs was normal. Magnetic resonance imaging was performed and an embolic lacunar stroke was diagnosed. The physician suspects the atrial fibrillation may have caused thrombus formation which led to the stroke. There was no treatment given for the stroke but hospitalization was prolonged due to an unrelated, acute pancreatic inflammation and pseudo-gout. No additional information was provided.